Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection/urinary problems"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), unilateral salpingo-oophorectomy). At the time of the report, the genital haemorrhage, urinary tract infection, bladder disorder, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, alopecia, vaginal haemorrhage, menorrhagia and urinary tract disorder outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2017:unilateral salpingo-oophorectomy - left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: plaintiff fact sheet received. Events per pfs: abnormal bleeding (general), urinary tract infection/urinary problems, bladder problems, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, hair loss, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and she did not undergo essure confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.